Manufacturer narrative:
The clinical analyst has reviewed this file with questionnaire and has stated the following: ¿the customer reported: there were 2 cases where patients had burns of cornea. It occurred with use of the system. This investigation represents the first of the two cases reported. During follow up on day 1, the surgeon noted: there was cut, capsulorhexis was ok; then probe contacted with the lens through 3-4 sec. Then white, liquid substance appeared (like condensed milk) that came from the lens (not fogging, but something thicker). The surgeon did not see the field, stopped ultrasounds, and left I/a. The surgeon noticed that the port (entrance to the eye) is white, he removed the tip but the port remained white; medical intervention - he used threads once he completed the surgery. No video from this surgery. The surgeon's been using the same parameters since months. No information on handpieces - they are unable to confirm which one was used and its. This patient is a (B)(6) year old male, without relevant medical or ocular history noted. The surgery was listed as cataract in right eye (od). Best corrected and uncorrected visual acuity (va) was listed at 0.6. Additional information was requested but was not obtained. The milky cataract (morgagnian) will test a surgeon's skill, experience, and patience. The surgeon knows how to recognize when eyes are at a greater risk and may use techniques to mitigate the issue. When making the capsulotomy, the ¿milk¿ from the cataract fills the anterior chamber, obscuring the surgeon's view. The anterior capsulotomy may not be complete. Filling the anterior chamber with viscoelastic before starting the capsulotomy may help. There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The phaco handpiece is a reusable device that must be reprocessed per the products directions for use (dfu). Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on april 10, 2015. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Event description:
An ophthalmic surgeon reported a corneal burn during a cataract surgery with intraocular lens implant, sutures were required to close the wound. The affected eye was the right eye (od). The surgeon reported the burn of the main port (entrance to the eye) during the first 5 seconds of the surgery. After turning the ultrasounds on in carving out program there were liquid, milky substances visible in front of the tip in the center of the lens (reported as not fogging, but something thicker). The handpiece worked unusually, as if it was blocked or plugged, despite of positive testing before. After taking out the handpiece from the eye and pausing, the surgeon continued the surgery as usual. The surgeon had been using the same parameters since months. The patient was hospitalized (B)(6)-2015. The patient's status improved after pharmacological treatment (ofloxacin, diclofenac, dexamethasone and tropicamid), but the symptoms continued. This is one of two reports being filed for this event. This report is for the patient who underwent surgery on (B)(6)-2015. Additional information has been requested and received. Relevant test and lab data: preoperative measurements ((B)(6)-2015) ucva distance: 0.7. Postoperative measurements ((B)(6)-2015) ucva distance: ippo, bcva distance: ippo.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported a corneal burn during a cataract surgery with intraocular lens implant, sutures were required to close the wound. The affected eye was the right eye (od). The surgeon reported the burn of the main port (entrance to the eye) during the first 5 seconds of the surgery. After turning the ultrasounds on in carving out program there were liquid, milky substances visible in front of the tip in the center of the lens (not fogging, but something thicker). The handpiece worked unusually, as if it was blocked or plugged, despite of positive testing before. After taking out the handpiece from the eye and waiting a short while to figure out the situation, the surgeon continued the surgery as usual. The surgeon has been using the same parameters since months. The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient got better after pharmacological treatment (ofloxacin, diclofenac, dexamethasone and tropicamid), but the symptoms continue. This is one of two reports being filed for this event. This report is for the patient who underwent surgery on (B)(6) 2015. Additional information has been requested and received.